Event description:
It was reported that the pt thought she had an infection, and complained that the therapy was not working. On (B)(6) 2011, the hcp examined the pocket area and realized the extension had snapped from the connection point behind the ear and tangled itself around the battery. The hcp removed the tangled extension and left the lead and battery in place. The pt was scheduled to come back in six weeks to returned and implant a new extension.

Event description:
The patient had a new extension implanted a month after the twisted extension was removed. The patient experienced no issues and recovered fully.

Manufacturer narrative:
(B)(4).